Event description:
An apyx medical sales representative reported on 13feb2023 that they received a report from (B)(6) cosmetic surgery indicating a patient experienced burns after a surgical procedure performed on (B)(6) 2022 in which renuvion was also used as part of the overall surgical procedure. Apyx medical contacted the office on 01mar2023. The surgeon stated there was no device malfunction but that they believe renuvion, used in conjunction with vaser liposuction, may have caused or contributed to the patient's burns.

Manufacturer narrative:
There was no malfunction observed during the procedure. However, the doctor did state he believes the renuvion generator may have caused or contributed to the patient's burns. The generator has been received by apyx medical and is currently being evaluated by the complaint investigation team. This report was initially sent to an apyx medical sales representative who did not report the event to the complaint handling unit. That sales representative is longer employed by apyx medical. The facility reported the event to the new apyx medical sales representative who reported the issue to the complaint handling unit and stated that the facility initially reported the issue to the previously employed apyx medical sales representative. As more information becomes available, including the results of the generator evaluation, a supplemental report will be filed as appropriate.